Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that when restocking sets in the spd department it was noticed that one of the tips of a bone reduction forceps instrument was fractured off. There was no associated procedure as the origin for damage is unknown. There were no adverse consequences reported.

Manufacturer narrative:
The reported event that the tip of the device fractured off could not be confirmed, as the product was not returned. Therefore, it was not possible to perform a metallurgical examination and determine the root cause. According to the risk management file, possible root causes for the breakage could have been: insufficient maintenance, insufficient refurbishment, insufficient storage, corrosions due to insufficient maintenance and/or refurbishment, fatigue over lifetime, application of unintended loads (forces, speeds, etc), inadequate user handling. Based on statistical evaluation there is no indication for any systematic design, material, or manufacturing related issue. Therefore, no corrective and/or preventive action is deemed necessary at this time. If the product will be returned at a later date a thorough investigation will be performed, the complaint will be reopened, and the result revised.

Event description:
It was reported by a company representative that when restocking sets in the spd department it was noticed that one of the tips of a bone reduction forceps instrument was fractured off. There was no associated procedure as the origin for damage is unknown. There were no adverse consequences reported.